Manufacturer narrative:
(B)(4). Investigation completed and product evaluated: the returned meter did meet all the testing performance specifications.the meter is functioning properly as intended.most likely underlying root cause of malfunction:user had an inacurate reference.

Event description:
Customer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the results obtained. The customer's expected fasting blood glucose test result range is 77 to 173mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification in the dining room. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 109 and 108mg/dl. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: 168mg/dl (B)(6) 2016 10:41 am fasting: yes, 225mg/dl (B)(6) 2016 08:48 pm fasting: no, 163mg/dl (B)(6) 2016 05:58 am fasting: yes, 175mg/dl (B)(6) 2016 11:08 pm fasting: yes, 146mg/dl (B)(6) 2016 08:51 am fasting: yes, memory concern:all results. The customer informed the a1c is 6.2. The customer has recently been on medication for an infection. Customer has not had any recent changes to diet or medication.